Event description:
It was reported that the large needle driver instrument was defective. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is broken at the distal idlers and the pulley spins freely. Engineering concluded that the cable broke under tensile loading. Other cables at the wrist are not damaged. The cable wear on the pulleys with high grasping force likely contributed to breakage. Engineering also observed that the distal end of main tube has a 1.75 inch long section with material removed. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.